Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from february 03, 2020 - february 04, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor cracked during preparation. It was further reported that the balloon "has been blown up." The set was filled with 43ml of sodium chloride and fluoruracil. There was no patient involvement. No additional information is available.